Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an alarm. The customer had a complete infusion and reservoir set change, but the alert was still recurred. The customer¿s blood glucose during the incident was unknown. No troubleshooting was performed at the time of the call. The device will not be returned for analysis.